Manufacturer narrative:
Patient age & weight not provided by reporter. Unknown when pain started or device malfunctioned. (B)(4). Lot # unknown for the class iii device (pro-disc implant). Original implant date, sometime 1 year ago. Unknown if device is/not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient implanted with a helical blade approximately one year ago complained of pain; that the device was too long and that it was protruding from the lateral cortex of her femur. X-rays taken 8 months ago showed that the fracture had healed and showed where the device was sitting. The 100mm helical blade was explanted on (B)(6) 2015 and a new but shorter (90mm) blade was implanted in its place. No additional adverse events of device malfunctions were reported. X-rays not available, but will be provided if they become available. The surgery was successfully completed exactly as the surgeon intended. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4).device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.